Event description:
Kimberly clark corporation received notice in 2005 alleging that the patient experienced an infection with discharge and pelvic pain. The patient alleges that their doctor thinks the lodging of a piece of the pledget was enough to trigger their symptoms.